Event description:
Surgeon was conducting a laparoscopic converted to open nissenfundoplication. The reason the surgery had to be converted to open is because of the covidien endo stitch #173016. Suture broke off inside the patient. Surgeon had to open to attempt to locate item. X-rays were taken, ultrasound used to find it. Surgeon was unsuccessful. Device was sent to biomed per protocol. Patient does not appear to be harmed, but long term effects are unknown.